Event description:
It was reported that an altitude alarm occurred while the customer was not outside of labeled operating altitude range. Reportedly, the customer cleaned the speaker holes, the cartridge was reloaded, and insulin delivery was resumed. Customer¿s blood glucose (bg) level was displayed as "high"; although specific value was not provided. Elevated bg was address by a correction bolus via the pump.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.